Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device could not cross the lesion. The 90% stenosed, 20mm in length, 3.0mm vessel diameter, between 45 and 90 degree bent target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/2.50 flextome¿ cutting balloon¿ monorail was selected and advanced to treat the target lesion. During procedure, pre-dilation was performed with the balloon. The physician then attempted to advanced the device to the lesion. However, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is stable. However, device analysis revealed a hypotube break located 97.3cm from the strain relief.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. The unit exhibited kinks throughout the hypotube. The hypotube shaft was broken at 97.3cm from the strain relief. Contrast media was present throughout the balloon and inflation lumen. No further anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).